Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered the following personal and economic injury(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, pain, suffering, occasional dislocation of the left hip, numerous follow-up doctor visits, possible revision, anxiety, fear, mental anguish and other emotional and physical damages. Update 1/18/16 & 1/19/16 medical records received. Amended complaint and medical records reviewed for MDR reportability. Amended complaint noted pain, suffering, mental anguish, and medical expenses. Revision surgical report noted synovitis, increased chromium cobalt levels without lab results, brown-tinged tissue and bursal irritation. An unknown stem and sleeve will be added for the alleged elevated chromium cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 03/31/2016: supplemental information received. Product identification for the stem and sleeve was received. Follow-up mw to be sent and complaint to be back to investigation phase. The complaint was updated on: 04/19/2016.